Event description:
(B)(4). The customer alleged that the m51p power wheelchair was leaking oil. There was no reported injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51p, serial number/date code (B)(4) is approximately 5 year old. The owner's manual part number 1125085 rev. I (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states rheumatoid arthritis which makes her unable to stand. The consumer's medication regimen is unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.